Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: (B)(6); (B)(6) hospital (B)(6) 2018. Tip worn out not gripping screw head. This is the second time I have had the surgeon complain. This incidence delayed surgery and made final tightening dangerous for the patient due to the downward pressure he had to apply. We provided another shaft from separate similar set. I also have made a previous complaint (reported as (B)(4))) and request to replace this. 10 minute delay to the procedure.